Event description:
Patient representative contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2013, the transmitter gave an intermittent out of range signal. Additionally, the patient representative reported inaccurate blood glucose readings after proper calibration. Off label use in pediatric patient. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.